Manufacturer narrative:
(B)(4).

Event description:
It was reported that "one of our patients pulled out their urinary catheter, which snapped in two. Around 10 cm remained lodged inside the patient and could not be removed. The patient had to be treated at the clinic for surgery to remove the catheter." Additional information received on june 18, 2026, indicated that "the patient was transferred urgently to the clinic to have the catheter removed through endoscopy. The patient recovered and was transferred to the medical ward for further care; no lasting effects."